Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had under-fill or low draw of a tube with blood during use. It was reported this event occurred 2000 times. The following information was provided by the initial reporter: the customer noticed the ¿low vacuum tubes don't have enough vacuum to collect correct volume¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had under-fill or low draw of a tube with blood during use. It was reported this event occurred 2000 times. The following information was provided by the initial reporter: the customer noticed the ¿low vacuum tubes don't have enough vacuum to collect correct volume¿.